Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the moderately tortuous and moderately to severely calcified proximal to mid right coronary artery (rca). Following pre-dilation with a 2.50 compliant balloon, the 3.00 x 16 mm synergy xd stent was introduced. Resistance was encountered while attempting to pass the stent across the lesion and when the device was removed, it was noted that the stent had come off the balloon just before the guide catheter. The dislodged stent was partially in the aorta, so the guide catheter was used to push the stent out of the aorta and into the rca ostium. Stent deformation was then noted. No attempt was made to snare the stent and a balloon was not able to be placed to expand the stent. The patient needed aortic valve replacement, so the physician called surgery to bypass the rca and replace the valve at the same time. Following open heart surgery, the patient fully recovered.